Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result generated for a patient sample. The following data was provided: 27jun2025 sample ID (B)(6) initial result = 80.7 ng/l, repeat result = 8.9 ng/l no impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided: on (B)(6) 2025, sample ID (B)(6), initial result = 80.7 ng/l, repeat result = 8.9 ng/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74115ud00. Device history record review for both lots did not identify any non-conformances, potential nonconformances, or deviations. The overall performance of alinity I stat high sensitive troponin-I reagents was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I assay for lot 74115ud00 was identified.